Event description:
Up follow-up received on (B)(4) 2012: the events of dry mouth and trouble with articulation were upgraded to serious due to required intervention. This serious unsolicited device case from (B)(6) ((B)(4)) was received on (B)(4) 2012 from our licensee partner (B)(4) via a physician who spontaneously reported via his receptionist and further information was received from a nurse and concerns a (B)(6) adult female patient who experienced dry mouth and trouble with articulation after receiving injections of poly-l-lactic acid (sculptra) for skin atrophy. On (B)(6) 2007 and (B)(6) 2011, the patient received injections of poly-l-lactic acid (route, lot/batch number and expiration date not specified). She had injections of poly-l-lactic acid on the side of the face. In (B)(6) 2012 ((B)(6) after receiving the first injection) and around (B)(6) after the most recent injection, she experienced dry mouth and it was becoming worse. She was also having trouble with articulation (difficulty articulating). A product technical complaint (ptc) was initiated with (B)(4). The conclusion was no investigation possible. The company stated that since no batch number was communicated, the documentation relevant to all the sculptra batches available in (B)(6) during 2007 and 2011 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the events reported have been picked out. The verified batches were: batch a5007, batch a5010, batch a6014, batch a6015, batch a7023, batch a8024, batch a8026b, batch a8027c, a8028d, batch a0034, batch a0037. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches listed above, nevertheless, since anagni was not responsible for medical evaluations. This complaint was closed with no conclusion possible. She had not recovered from the events of dry mouth and trouble with articulation. No relevant medical history, past drugs and concurrent conditions were reported. She was not taking any concomitant medications. Follow-up would be undertaken with the hcp. Additional information was received on (B)(4) 2012. The ptc results were added and conclusion was updated to "no investigation possible". Additional information was received on (B)(4) 2012. It was reported that, poly-l-lactic acid was injected in the hollow of cheeks and the 5 ml was the total volume of poly-l-lactic acid injected in each body region. In addition, poly-l-lactic acid was reconstituted with sterile water. Around (B)(6) after the most recent injection, she experienced the adverse drug reactions. At the time of report, the event of dry mouth and trouble with articulation had been ongoing since approximately (B)(6). The adverse event led to permanent impairment of a body function (difficulty with speech).

Manufacturer narrative:
Another implant done on (B)(6) 2011. Sculptra was injected on hollow of cheeks. Pharmacovigilance comment: (B)(4) comment dated (B)(4) 2012: in this case, the casual role of the device sculptra cannot be denied for the events of trouble with articulation and dry mouth but lack of information about past drugs, medical history and concomitant medication precludes the comprehensive assessment of this case.